Manufacturer narrative:
Report is based on information stated in legal complaint. Limited information available as formal complaint was never received from the physician or patient.

Event description:
Patient presented with four day history of right-side expanding breast seroma without trauma. 1800cc of fluid was removed and sent for cd30 and flow cytometry, testing postive for bia-alcl.